Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having a-fib due to lack of treatment for sleep apnea. The patient also alleged patient she is suffering side effects of untreated sleep apnea the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.